Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the jack pin component is broken. The root cause of the breakage is unknown. The investigation did not establish the need for corrective action at this time. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The posterior tab on instrument was found broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.